Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was migrating out of the patient. It was further reported that the device experienced undersensing possibly caused by loss of contact. The icm was explanted. No patient complications have been reported as a result of this event.